Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for check for sticky speed trigger, and check triggers. Therefore, the reported condition that the ecu did not function and the device had a sticky trigger was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device would not run, the electronic control unit (ecu) was damaged, and the motor was worn. It was further determined that the device failed pretest for check the oscillation/forward/reverse mode function, check the oscillation angle, check switching function forward/reverse, check power with test bench, check for sticky speed trigger, and check triggers. It was noted in the service order that the ecu did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.